Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that a patient felt stimulation in wrong location. The stimulation "shifted" for the second time and it was felt in patient's breast rather than the leg. The stimulation was adjusted once. However, the morning of the report, the stimulation was turned down rather than reprogrammed to the leg. It was stated that the patient had already turned the stimulation down, so their breast did not hurt, but the stimulation was still not in the leg where it was needed. It was stated that the patient "cut it off." It was also mentioned the patient had had right leg spasms that made walking difficult. The patient was given muscle relaxers. It was reported that the patient would leave the device turned off until the patient's appointment on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.